Event description:
Within 48 hrs after receiving a "silver" amalgam from a local dentist, rptr began having adverse reactions. Her immediate symptoms included: seizures, stuttering and slurred speech, spastic and jerky walking difficulty, mental confusion, numbness and tinging in her cheeks, hands and legs; extreme coldness, full body tremors, severe joint pain, severe heartburn, headaches, upset stomach, constipation and alternating diarrhea; tachycardia, shortness of breath, sudden unexplained outburts of anger, jumpiness and jittery, and memory, comprehension, and concentration problems, rptr also was told that during these spells her hands and feet curled. Rptr has no prior history of any of the above mentioned symptoms, nor does anyone in her family. These symptoms seemed to always immediately follow after eating food or drinking hot coffee. Rptr is not an avid consumer of coffee, she generally has a usual (one) cup in the am with the occasional second cup sometime after dinner. "But they lasted almost a full two months." She started showing some improvement aproximately 9 to 10 weeks after the initial date of receiving the filling. She had 2 severe relapses and, still has problems with comprehension, concentration and memory. She is still under her dr's care for "polyneuritis".